Event description:
It was reported that during an unknown procedure, the device could not cut the tissue. The surgeon changed to another reload, but it still could not cut the tissue. The surgeon used another same like device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Damaged firing trigger teeth. Evaluation summary: the device was received in good visual condition and with a partially reload on the device. The cartridge lock out tab was bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was found to be non functional, as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.